Event description:
Additional information received reported that the pocket has been increasingly uncomfortable since implant, which was (B)(6) 2016. The patient is very kyphotic, and posture is very hunched over, resulting in the pump being pushed out at an angle. The patient¿s weight at the time of the report was unknown, but it was noted that the patient was clearly very thin. The physician moved the pump from the right abdomen to the right flank/rib area. It was not an ideal placement but due to the patient being, so think this was deemed the only option. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. It was reported that the patient had pump pocket discomfort. It was noted that at this time there were no known environmental, external or patient factors that may have led or contributed to the event. No diagnostics or troubleshooting was performed. At the time of the report there were no interventions or actions taken to resolve the issue. Surgical intervention had not occurred but was planned and scheduled for (B)(6) 2017. The issue was not resolved at the time of the report and the patient¿s status was noted as alive, no injury. No further complications were reported/anticipated.